Event description:
Procedure: laparoscopic hernia repair. Reportedly, as the device was fired the plastic nut, which fixes the loading unit to the device, detached. The piece was found in the patient cavity. Piece retrieved without difficulty. No patient injury reported.